Event description:
This lead was implanted on (B)(6) 2013 and was repositioned on the same day due to lead dislodgement. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).